Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer states that the patient had his first tal palindrome inserted on (B)(6), 2011. Blood leakage was detected from one of the extension tubings about 12 weeks later. The catheter was removed immediately on (B)(6), 2011. There seemed to be a round hole in the silicon under the clamp. There was no patient injury.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.